Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that successful procedure to address post-operative bleeding performed on (B)(6) 2025.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had inner bleeding. After an a normal implant, patient was fine for a few days, but then an inner bleeding was detected. More information will be available end of april 2025. Additional information was received. It was reported that the indication for use was fecal incontinence. They stated that no neurostimulator was implanted. Only a tined lead electrode 978b128 was implanted on (B)(6) 2025 for the advanced evaluation. The patient underwent a successful surgery due to the bleeding. They reiterated that the patient left the hospital and was fine, then came back 2-3 days later with unclear symptoms. Then the inner bleeding was discovered. There were no complications or difficulties encountered during the implant procedure. The electrode was still in situ. The patient did have factors for increased bleeding risk but this was discovered only after the incident. Additional information was received from the manufacturer representative (rep). It was reported that the patient successfully underwent another procedure to solve the bleeding problem.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.